Event description:
Pt was taken to the cath lab on an emergent basis. The procedure was complicated by malfunction of the perclose device. All four needles were recovered in the hub of the device; however, one of the green sutures got hung up on the metal band where the suture exits the catheter and could not be freed. A second 8 fr device was attempted but a large amount of blood was being lost around the device. A femostop was placed over the right femoral artery with good hemostasis. The or was being prepared for a femoral artery repair when the pt arrested. Advanced cardiac life support was unsuccessful and the pt expired. According to the physician no significant blood loss occurred as a result of the device malfunction. Cause of death: mechanical pump failure secondary to ischemic cardiac injury secondary to atherosclerosis.